Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿had a primary and secondary kvo set up in the channel. Programmed the pump to infuse flagyl over 1 hour. Went back into the room 20 minutes later and noticed that the flagyl bag was completely empty, and when selected channel, it said the infusion had 43 minutes left. No noted harm.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿had a primary and secondary kvo set up in the channel. Programmed the pump to infuse flagyl over 1 hour. Went back into the room 20 minutes later and noticed that the flagyl bag was completely empty, and when selected channel, it said the infusion had 43 minutes left. No noted harm.¿